Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the equipment being in operation remains with a blank screen during the transfer of a patient on a stretcher. Client indicates that when the transfer is finished, they restart the equipment and the image is recovered on the screen. The equipment was ventilating and working all the time, without stopping ventilation, the patient received no damage.